Manufacturer narrative:
Exact date unknown, event occured the day of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7070032/7071990.

Event description:
It was reported that the patient was suspected for infection near the ipg and lead site. The patient was prescribed with antibiotics and underwent an explant procedure. The physician believed the infection was not device related.